Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call they were hospitalized for high blood glucose and diabetic ketoacidosis on (B)(6) 2017 for blood glucose above 600 mg/dl. Customer was hospitalized for five days and released. The customer was not wearing the insulin pump at time of hospitalization, she had been disconnected less than 48 hours. The customer's doctor had advised her to get the insulin pump replaced as it had physical damage on the reservoir and the battery compartment. Customer is unaware how damage occurred but it occurred while customer was hospitalized. Customer mentioned her blood glucose was 500 mg/dl. The insulin pump is returning for analysis.